Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation and experienced a cardiac tamponade which required a pericardiocentesis and surgical intervention. During the procedure, a pericardial effusion was noticed. A drop in blood pressure was reported on the patient which caused them to check the patient for any issues on ultrasound. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed. The patient was reported to be in stable condition. Additional information was received. The event occurred during the ablation phase. Physician's opinion on the cause of this adverse event was procedure and patient condition related. Patient required surgical atrial repair. The patient outcome was improved but required extended hospitalization. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation and experienced a cardiac tamponade which required a pericardiocentesis, surgical intervention and prolonged hospitalization. The bwi product analysis lab received the device for evaluation on 08-jan-2024. The device evaluation was completed on 19-jan-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event is procedure and patient condition. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).